Event description:
An event involving a cadd pump was reported in which the pump had a downstream occlusion sensor (dso) calibration issue, and during investigation it was additionally found that the pump displayed a cassette not attaching properly error. This issue could compromise medication delivery or contribute to an interruption of therapy if the malfunction were to recur. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The device was visually inspected. The battery compartment was damaged, and battery door was missing. Functional testing was performed, during which the pump failed both the downstream occlusion test and the upstream occlusion test. Additionally, the pump displayed a ¿cassette not attached properly¿ error. The allegation made by the complainant was confirmed. The probable root cause of the reported issue is downstream occlusion sensor (dso). The dso sensor was replaced and calibrated. The device passed all functional testing after repair. Service history review identified the complaint was not related to a previous service of the device within the review period.